Event description:
It was reported that the patient presented remotely with an implantable cardiac monitor that was intermittently under-sensing r-waves. No programming changes were made, and the patient was to be monitored. No adverse effects occurred, and the patient was stable.